Event description:
On (B)(6) 2015, the lay-user/patient¿s mother contacted lifescan (lfs) (B)(6), alleging that the patient¿s onetouch verio iq meter read inaccurately low compared to another meter (onetouch ultraeasy). The complaint was classified based on the customer service representative (csr) documentation. The csr was advised by the reporter that the alleged meter inaccuracy began on (B)(6) 2015 at 12:00 pm. The reporter claimed the patient obtained blood glucose readings of ¿5.1 mmol/l¿ with the subject meter and ¿9.8 mmol/l¿ on the other device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The reporter informed the csr that the patient manages his diabetes with insulin (self-adjuster) and claimed the patient did not make any changes to his usual diabetes management regimen in response to the alleged inaccuracy issue. The reporter claimed that 15 minutes prior to the start of the alleged issue, the patient developed symptoms of a ¿hypo and started twitching.¿ in response to the symptoms, the reporter claimed the patient treated himself with glucose tablets at 12:15 pm. The reporter claimed a blood glucose test was performed on another device (onetouch ultraeasy) at 12:15 pm and a result of ¿9.8 mmol/l¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of hyperglycemia, nor receive medical intervention for this condition after obtaining the alleged inaccurate low result. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.